Event description:
The customer reported the ventilator was alarming and shutting down intermittently during operation. The manufacturer's service technician verified the customer reported problem, and noted a diagnostic code in the ventilator log history that indicated a 24/12 volt power fail occurrence. The service technician replaced the power supply as a result of the finding. Extended self testing (est) and final applicable testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Power supply.